Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received in good condition and no physical damage was found on the pump. The complaint could not be duplicated. Functional testing found no issues with the device. The pump was tested and was found to be functioning properly and delivering within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken.

Event description:
It was reported that the pump had "too high deviation". No patient injury reported.

Manufacturer narrative:
UDI, operator of device, and PMA/510k are unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.